Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. The recent battery percentage was 1 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.